Event description:
A patient reported blood glucose results of "123, 152, 349, 228 mg/dl, and a reading of hi" with a lifescan meter, performed within 10 minutes of each other. The meter is being replaced.